Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, missing shell, yellow particle material found in the gel, and creases. A weight test of the device was performed and verified the device was underweight. A microscopic analysis was performed which identified a broken crease smooth and wear abrasion. Based on the device analysis, the final assessment is a crease smooth edge break in the anterior side assessed as a fold flaw opening, and missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture and "anxiety over biocell textured recall". The device remains implanted.